Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient came in for a computed tomography imaging (CT) procedure. The CT imaging showed that there was a 5.6mm leak around the closure device. The patient is expected to be restarted on anticoagulation medication in response to this event. The patient did not experience any other complications as a result of this event and there is no other intervention planned at this time.